Manufacturer narrative:
B5 - the reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens -06.50 diopter into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted and later replaced with a longer length lens due to low vault. This resolved the problem. H1: serious injury. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device code: (B)(4) this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -06.50 diopter, into the patients left eye (os) on (B)(6) 2021. The lens was reported as having low vaulting and remained implanted. Cause of the event was unknown. Additional information has been requested but none has been forthcoming.